Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's pump received a reoccurring pump error alarm. Their blood glucose was 10 mmol/l. The self-test failed. The customer was advised to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace on keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case. Partially detached reservoir tube retainer and faded serial number label.